Event description:
Same case as MDR ID#: 2134265-2012-00241 and 2134265-2012-00326. It was reported that during a revascularization procedure, a balloon catheter locked on a guide wire. The patient presented through the emergency room with st elevation myocardial infarction. The 90% stenosed target lesion was located in the mildly calcified right coronary artery (rca). The target lesion was treated with placement of a 3.0x16mm ion stent. The stent was post dilated at 16atms and was well apposed. The patient was transferred to the ICU. On 3-4 hours after the stenting treatment procedure the patient experienced an acute closure, the artery was totally occluded. This was treated with placement of a 3.0x32mm veriflex stent inside the previously placed ion stent. During this intervention two apex balloon catheters were used. The second apex was 2.5x12mm and became locked on an unknown sized kinetix guide wire at the distal end. The apex and kinetix were removed together. No other patient complications were reported and the physician states the patient appears to be doing well.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).